Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a surgical procedure as soon as the surgeon began to vaporize, they smelled smoke. The surgeon found char marks at the connection of the button and the orange cord. Switched out the device and it worked fined. No pt harm.